Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that transarterial chemoembolization (tace) was performed to treat quadrification of the hepatic artery that was mildly tortuous and non-stenosed. Upon removal from the patient, the hi-torque balance middleweight universal guide wire started unraveling and coming apart. The device was removed and replaced with a non-abbott guide wire to successfully complete the procedure. Although there was an extended duration in the procedure, it was not clinically significant as there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched (coils) were able to be confirmed. The reported break was unable to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.